Event description:
It was reported that approx 9 months post stent graft implant at the venous anastomosis in a left upper arm av graft, a 50-60% stenosis was identified at the peripheral edge of the stent graft. Balloon angioplasty was successfully performed as treatment. The pt tolerated the procedure well.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are currently being reviewed. The stent graft remains implanted; therefore, a device eval could not be performed. The investigation is currently underway.